Event description:
The catheter shaft broke outside the pt upon removal following a successful valvuloplasty procedure. Upon completion of the procedure the balloon was successfully deflated, however resistance was met upon withdrawal through the introducer sheath. Continual attempts to remove the balloon catheter against resistance resulted in the catheter shaft breaking. The balloon catheter remained in the sheath and removed with the sheath as a unit without incident. The pt's condition is good. This device was returned, evaluated and retained by this MFR. The engineering eval revealed the catheter was returned in two pieces. The shaft was broken 92 cm from the distal end of the strain relief. Microscopic exam of the catheter shaft revealed it was fractured just proximal to the proximal balloon bond. The inner lumen was not damaged and all material appeared to be present. Co's follow up revealed resistance was encountered during balloon catheter removal. Therefore, co believes that user technique and/or pt condition may have contributed to this event. Co's directions for use state: "when withdrawing the catheter, application of suction to the balloon lumen and twisting of the catheter counterclockwise will cause the balloon to fold back around the catheter for less traumatic removal."